Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product found signs of repeated use, discoloration, and the tip has fractured off and was not returned. The device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument was fractured. The inlay was clamped with the inserter outside the situs on a separate operating table. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.